Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the trocar balloon, obturators, dissector balloon, lock collar, 5mm optical trocar and valve seal were intact. The inflation syringe and the insufflation bulb were received. The valve seal for the trocar balloon was intact. Functional testing found the trocar balloon was inflated; no leaks detected. The dissector balloon was inflated, no leaks detected, however an odd shape was noted. The ports passed an air leak test. The obturator was inserted into the cannula and removed without restriction. It was reported that the balloon would not inflate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of distorted balloon. Visual inspection noted the dissector balloon had an odd shape upon inflation. The product analysis noted evidence that the device was not used as intended. This issue may occur when positioning the device during its inflation deployment or deflation process, or its tissue planes process, during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all med tronic quality specifications. The instructions included with this device provide the following guidance: once the extraperitoneal space is adequately dissected, deflate the dissection balloon by removing the endoscope or by removing the inflation bulb from the dissector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic hernia procedure, during the lateral dissection with ballooning, the balloon did not inflate. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.